Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Data received (B)(4) 2012. Reviewed data for session start (B)(4) 2012 thru (B)(4) 2012. Data confirms intermittent out of range/antenna icon as evidenced by gaps in transmission.